Manufacturer narrative:
System updates pending. Results: known inherent risk of procedure. The reason for the sapien xt valve explant was not provided despite multiple unsuccessful attempts to gather information from the site. Explant of aortic bioprosthetic valves can be due to multiple mechanisms, but the device was not returned and information not provided; therefore, the specific root cause of this explant cannot be determined or evaluated at this time. There is no information to suggest a device quality deficiency related to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported through the implant patient registry, a patient had a 26mm sapien xt valve explanted 8 months post implant. An edwards magna ease valve was implanted. No further information is available at this time.